Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial#: (B)(4), product type: lead. Product ID: 3389s-40, serial#: (B)(4), product type: lead. Product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3389s-40, serial/lot #: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having problems with her leads and she is getting pain where the leads are. She can feel the stimulation in her hands and stated that the left lead is going over her collarbone and is hurting "so bad". Pt also mentioned that she has been having difficulty talking today and also fell today because her legs gave out. The pain first started on day of report. Refer to manufacturer report # 3004209178-2020-20597.